Event description:
It was reported that during the procedure, while the physician was lasering for a significant amount of time with the scope deflected, the fiber broke. The fiber was replaced, and the procedure was completed using an alternate device with no patient complications.